Event description:
It was reported to medtronic neurosurgery that the pt checked into the clinic presenting endocranial hypertension. According to the report, the pt was left under observation, however, he continued to present with vomiting and drowsiness. The report stated that they were unable to program the strata valve. According to the report, the device was explanted.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies.